Event description:
It was reported that during implant, the right ventricular lead helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin.